Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, that patient alert setting changing itself was reported. Product was available for evaluation. A visual inspection was conducted and passed. A charge and boot test was performed and passed. Receiver download was performed and passed. Receiver log review was performed and passed. A functional test was conducted and passed. Receiver audio and vibration tests were performed using global communication tool and passed. Receiver try it tests were performed and passed. A receiver internal visual inspection was performed and passed. Receiver intermittent speaker and vibrator testing was performed and passed. Receiver speaker and vibrator resistance was measured and passed. Customer allegation was not confirmed and a probable cause could not be determined. No additional event or patient information is available.